Event description:
The customer reported a false nonreactive alinity I hiv ag/ab combo results for a 75-year-old male patient that was diagnosed with inguinal hernia on one side. The patient self-reported being diagnosed with hiv confirmed in 2017 and has been taking hiv related drugs for treatment. The following data was provided: (B)(6) 2022: one patient sample run on ai04916: initial result: 0.78 s/co (< 1.00 s/co is nonreactive). After receiving a report from the clinical physician, the customer retested and confirmed the results, as follows: (B)(6) 2022 ai04916 ; 0.79 s/co retest result of the original blood sample. (B)(6) 2022 ai04916: 0.81 s/co retest result of another blood sample taken from the patient on (B)(6) 2022. (B)(6) 2022 ai04916: 0.82 s/co result of new blood sample taken on (B)(6) 2022. Roche hiv antibody test result: 30.00 coi (coi >1.00, reactive). (B)(6) 2022 wb rapid test: positive. (B)(6) 2022 western blot: positive there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 8p07-77 that has a similar product distributed in the us, list number 8p07-21 /-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Correction to d9 - date returned to mfg: initial: 8/2/2022 / current: ni.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent lot, and return sample testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances or deviations with the complaint lot. A retained kit of reagent lot number had been tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. Additionally, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The lot detected the same bleeds as reactive for the seroconversion panels showing the sensitivity performance of the lot is not affected. The returned sample was tested using a different lot, which generated a nonreactive result consistent with the customer¿s observation. Supplemental testing by western blot showed a positive result. As a non-reactive result was obtained with this lot, further investigation of this lot was done and found the lot performs as expected with no systemic issue or deficiency identified. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency with the alinity I hiv ag/ab combo reagent lot number 37182be01 was identified.